Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen needle electrode was used during a pulmonary radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the physician, the procedure went extremely well; he was able to access the lesion on the first pass through to the lung into the center of the lesion. The tines were extended without any resistance and the procedure seemed to have gone very well. The physician thinks may be the introducer needle was situated in the pulmonary venous structure, and when he exchanged from the inner stylet to the probe, air could have been sucked into the patient¿s vasculature and traveled to the left atrium. After the procedure it was noted that the patient¿s level of consciousness was negligible. The patient suffered a major left-sided stroke, however, the patient was able to follow commands. Through a scan it was noted that a major air embolus had gone into the patient¿s brain. Since the stroke, the patient has been transferred to long-term care facility. There was no alleged malfunction of the device.

Manufacturer narrative:
The patient was estimated to be approximately (B)(6). The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.